Event description:
As reported, the balloon on the commander delivery system ruptured when fully inflated and the valve was already 100% deployed. There was no injury to patient and no effect on valve deployment or position.

Manufacturer narrative:
Investigation is ongoing. Device evaluated by MFR: device not returned.

Manufacturer narrative:
The delivery device balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery was provided by the site therefore no imagery evaluation performed. A device history record review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history was performed and revealed no other complaints relating to event failure balloon burst. A manufacturing mitigation review was performed, it is unlikely that a non conformance contributed to the reported complaint. The following instructions for use and manuals were reviewed; IFU for commander deliver system with s3u, device preparation training manual, and device training manual. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. This event reports a balloon burst during thv deployment that has not resulted in a patient harm or a device failure to perform its function. There was no evidence of product non-conformances or labeling or IFU inadequacies identified in the evaluation. No further action is required. No complaint history review was performed as the complaint failure balloon burst was not confirmed. The reported event was unable to be confirmed as the device nor imagery were returned for evaluation. Engineering was unable to perform any visual functional or dimensional analysis. Therefore a manufacturing non conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of IFU and training materials revealed no deficiencies. The complaint description states the balloon on the commander ruptured when the valve was already 100 percent deployed. No injury to patient. No effect on valve deployment or position. Per additional information a medium inflation technique was used and the balloon was fully inflated when it burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure the structure of the balloon wall may burst via following mechanisms such as puncture local overstretching open cell impingement or stress concentration. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 26mm commander delivery system is 23ml. It is possible the balloon could have been filled volume past the target and then be subjected to pressures high enough to cause the balloon to burst and lead to the reported event. However without applicable patient or procedural imagery a definitive root cause is unable to be determined.since no edwards defect which could have resulted in the complaint was confirmed no preventative or corrective actions are required. Since no product non conformances or IFU or training deficiencies were identified during evaluation a product risk assessment escalation is not required.